Event description:
It was reported to tyco healthcare/kendall on july 14, 2006, that a customer had a problem with a dialysis catheter. The customer states that the pt had a pediatric dual lumen catheter placed for hemodialysis. The catheter was used twice for hemodialysis and no leaks were noted. The pt was re-admitted six days later due to the catheter leaking and she underwent surgery to replace it. The surgeon thought the clamp had a rough edge on it. The device was not saved.